Manufacturer narrative:
Additional information regarding this event is being requested from the field. This report will be updated should further information be received.

Event description:
It was reported that this device exhibited code 1005 which is indicative of a shock delivered into an open circuit. No changes have been made and the device remains in service. No adverse patient effects were reported.